Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested, but not made available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported: "per sales rep, the customer implant surgery was on (B)(6) 2011 whereas the custom implant was too large around the edges, top, and underneath of implant. The surgeon took burrs and took off approx 85% off the edges of implant. The surgeon burred down anywhere from 2mm to 5mm of thickness from the underneath and top of implant. The surgeon's concerns were the amount of burring and soft tissue flap."